Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -5.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023 . The patient experienced significant reduction of irido-corneal angles. On (B)(6) 2023 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown.